Event description:
While firing the 1st cs29 dlu, it closed completely into range with chevrons at the tightest position right away. Fired dlu, and during leak test the anastomosis was clearly not holding, it was falling apart. Prepared the colon for the 2nd attempt but this time the 2nd cs29 dlu did not close into firing range after numerous attempts (waiting minutes between trying to close); system gave a failure to close message, and the dlu was jammed. Dlu was opened using manual release. Procedure complete with competitive device.